Event description:
On (B)(6) 2015 - user reported wound infections at site of sutures due to the adhesive bandages allowing water to penetrate wound site. User was advised not to allow wounds to become wet while showering/bathing. Customer notes that the water penetrating the wound may have caused an infection.

Manufacturer narrative:
Adhesive bandages are not indicated fort use on deep puncture wounds such as arthroscopic surgery as it appears on the pictures submitted.